Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdt to fhn.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation confirmed the user¿s complaint. A visual inspection was performed on the received device and found the insertion portion detached, damaged and frayed. The loop was not returned and is suspected to be missing. Foreign material was observed within the plastic outer sheath. The spring and shaft within the slider on the handle is completely detached from the insertion portion. The slider is loose and no pressure or resistance can be felt on the slider or handle. Further inspection found the coil and outer plastic sheath unraveled. The reported event can be attributed to excessive force being applied during use. The instruction manual warns users ¿do not apply unnecessary force to the loop when ligating tissue during the procedure. Excessive force applied to the loop could cut the surrounding body cavity tissue, resulting in patient injury, such as hemorrhages or mucous membrane damage. It may also damage the endoscope and/or instrument.¿

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. Based on previous investigations, the reported event can be attributed to user handling. The instruction manual contains several warning statements in an effort to prevent the polyloop device from getting stuck inside the sheath. ¿before use, prepare and inspect the instrument as instructed below. Should the slightest irregularity be suspected, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. Do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation.¿

Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, the spring popped out of the handle and the poly loop became stuck in the patient. It was reported that the surgeon had deployed the loop over a large polyp. No device fragment fell into the patient. A second surgeon was called into the procedure and cut the loop. There was no bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported.